Event description:
It was reported that during an implant attempt of the right ventricular lead after connecting the lead to the device there was noise, oversensing and no ventricular pacing. Physician tried connecting the lead again and noise still existed. Upon removing the lead, damage was noted on the distal tip of the lead. Per the physician the damage was caused by pulling when explanting the lead. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. All insulators were breached cut. All conductors were distorted and had blood/body fluid (not obstructed). The inner insulation was kinked buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted the lead had apparent explant damage.